Event description:
It was reported that the ilet device emitted intermittent beeps without visible alerts, and the user also experienced a brief period when the device would not wake for approximately five minutes; the user had earlier paused insulin for a shower and later confirmed resumption, with recent supply and sensor changes completed. Symptoms included no adverse clinical effects, with blood glucose reported at 135 mg/dl and not impacted. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included guided troubleshooting and education, review of alert history, and a device restart. Investigation of this case revealed that the device resumed normal function after restart and no alert condition was active at the time of the beeping. It was concluded that the event was non-serious, with device operability restored through standard troubleshooting and no patient harm.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.